Event description:
Report received from an international affiliate of the catheter knotting. It was reported that the catheter "got stuck during an operation," resulting in failure to obtain pa pressures. Reportedly, the physician inserted the catheter through the right internal jugular vein. Approx 2 to 3 minutes after insertion, the catheter "was found to be tangled in the right ventricle." The physician unsuccessfully repositioned the catheter. The physician confirmed via x-ray images that the catheter knotted in the internal jugular vein. Reportedly, the knotting occurred approx 5cm from the top of the catheter. The catheter was surgically removed "after about 3 hrs from insertion." There were no adverse pt sequelae. Though requested, no additional info provided.